Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. (B)(6)04: [missing records: records for ¿CT abdomen¿ were not provided.] (B)(6)08: [missing records: records for ¿CT abdomen¿ were not provided.] (B)(6)13: (B)(6). Office notes. Right groin hernia. States for a few years has felt small bulge over right groin, asymptomatic. Past few months had to assist husband with ambulation and helping him get up. Past 2 weeks, noticed bulge gotten larger. States is larger while standing throughout day, subsides lying down. Bulge causes mild discomfort. Denies obstructive symptoms, change in bowel habits. Complains of constipation. Denies abdominal pain. Abdomen soft, non-tender, non-distended. No incisions present. Right groin is a reducible right inguinal hernia. No tenderness to palpation, left groin no abnormalities. Assessment/plan: right reducible inguinal hernia. Discussed that a reducible without significant discomfort or other worrisome symptoms can be observed. Once hernia affects daily living or there is development of obstructive symptoms, then surgery is indicated for repair of hernia. Also, a truss can be worn to reduce symptoms. Different surgical options are for hernia repair including open and laparoscopic. My preference is laparoscopic hernia repair, allows look at femoral canal in case femoral hernia is present, covers area to prevent a future occurrence of femoral hernia. She would like to think about her options. (B)(6)13: (B)(6) physician services. (B)(6). Office notes. Dvt [deep vein thrombosis] presenting with necrotic skin lesions, for follow up. Patient had course complicated by developing multiple hematomas. Discovered later accidentally given double dose of lovenox by pharmacy. Admitted with skin hematomas, received plasma. Doing better now, still has some hematomas, stable. Coumadin stopped, reversed effectively with vitamin k and plasma, may have been early coumadin necrosis. Lesions resolved. Excessive bleeding and bruising from accidental overdose of lovenox, mistake at pharmacy, stop lovenox, switch to xarelto. Follow up as needed. (B)(6)14: (B)(6). Radiology ¿ us abdomen complete. History: abdominal pain, renal colic, right back pain. Findings: gallbladder contains several shadowing stones measuring up to 1.1 cm. Noted on prior study. Impression: moderate right hydronephrosis without evidence for right renal calculus. Ureteral obstruction from stone or mass not excluded on basis of exam and consideration given to unenhanced CT scan. Nonobstructing left renal calculus, cholelithiasis. (B)(6)14: (B)(6). Office notes. Abdominal pain, leg pain. Had abdominal u/s [ultrasound] showed hydronephrosis of right without stones/obstruction. Did have nonobstructing stone in left. Exam: abdomen nontender, no masses present. Plan: hydronephrosis: refer to urologist. (B)(6)14: (B)(6). Radiology ¿ CT abdomen/pelvis without IV contrast. Comparison: (B)(6)08. Indication: right-sided hydronephrosis. Findings: right-sided hydronephrosis and hydroureter present to right ureterovesical junction. Along posterior aspect of bladder to right of midline, soft tissue opacity seen measuring 4.3 x 2.3 cm in cross-sectional dimensions. Along anterior margin 4 mm calcification seen. Bladder mass such as bladder carcinoma, could be edema at ureterovesical junction due to stone. 2 mm stone left kidney, small left renal cyst mid kidney. Multiple gallstones without gallbladder wall thickening or pericholecystic fluid. Similar to prior exam. No bowel obstruction. Diverticulosis in sigmoid colon without diverticulitis. Right inguinal hernia containing fat. Impression: right-sided hydronephrosis related to bladder mass. (B)(6)14: (B)(6)¿ CT abdomen/pelvis with contrast. Indication: right hydronephrosis, bladder mass. Comparison: CT (B)(6)14. Findings: mild size hiatal hernia present, small stones present in gallbladder without acute abnormality. Small fatty island in pancreatic body, 5 mm cyst in uncinate process without abnormality. Right-sided hydroureteronephrosis further increased since prior study. Mild left-sided hydroureteronephrosis developed since prior scan. Few small cysts in left kidney. No perinephric collection, no ascites or adenopathy in upper abdomen. Bladder wall thickened, bladder abnormality progressed since previous exam, perivesical fat now infiltrated and hazy. Bladder thickening along right lateral and posterior wall in diffuse fashion. No bowel obstruction. Right-sided inguinal fatty hernia. Impression: interval significant progression of diffuse asymmetric bladder wall thickening worrisome for neoplasm. Perivesical stranding suggest transmural infiltration. Bladder mass causes bilateral hydroureteronephrosis, severe on right, slight on left. Hydroureteronephrosis slightly increased. (B)(6)14: (B)(6). (B)(6)14: (B)(6)¿ CT abdomen/pelvis without IV contrast. Comparison: CT abdomen (B)(6)04. History: bladder neoplasm follow up. Impression: cholelithiasis, right-sided nephrostomy catheter good position. Right sided mild to moderate hydronephrosis improved from (B)(6)18. Fat infiltration at renal pelvis where nephrostomy enters, may be postsurgical. Urinary bladder walls thickened compared to (B)(6)2013, not distended, may provide information about degree of wall thickening. I do suspect that the urinary bladder is improved. (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6) (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6). (B)(6)14: (B)(6) (B)(6)14: (B)(6). (B)(6)14: (B)(6). Office notes. Follow-up abscess. Since discharge, reports weakness, slowly improving. History bladder cancer status post urostomy. Bladder surgery (B)(6)14, discharged (B)(6)14. Had cholelithiasis/cholecystitis, decided to do cholecystectomy at later time, put drain there. Continues gallbladder drain. Hospital (B)(6)14, had abdominal pain, found to have abscess in abdomen. This was drained. Discharged to rehab (B)(6)14, home since (B)(6)14. Physical therapy at home, walking without walker, appetite better. Mild constipation at times. Does not have chemo at this time, follow up in few weeks. Will have cholecystectomy at end of month, will return for pre-op. Has hoarseness since hospitalization. Had egd, showed gerd [gastroesophageal reflux disease], on protonix. Abdomen nontender, normal bowel sounds, no masses present. Assessment/plan: urostomy draining clear urine, site clean, continue management per oncologist and urologist. Return for pre-op for cholecystectomy, drain intact. (B)(6)14: (B)(6). Anesthesia summary. Asa status: 2. (B)(6)14: (B)(6). (B)(6)14: (B)(6). Brief pre procedure h&p. Asa 3 systemic disease, not incapacitating. (B)(6)14: (B)(6) ¿ CT abdomen/pelvis/chest without contrast. Indication: malignant neoplasm bladder, history chemotherapy completed may 2014. Comparison: CT abdomen (B)(6)14. Stomach incompletely distended. Jejunal loops left abdomen are unopacified. Colon well opacified. No bowel obstruction. Pancreas mildly atrophic. Right lower quadrant ileal conduit. Mild dilatation right intrarenal collecting system, moderate dilatation right ureter, appears secondary to ileal conduit. Impression: persistent dilatation of right renal collecting system to an ileal conduit. Left kidney decompressed. (B)(6)14: (B)(6). Office notes. Abdominal tenderness. 1-week abdominal pain. Pain occurs constantly, located in periumbilical region. Mild in severity, having dull quality. Aggravated by touching. CT (B)(6)14 routine follow up, unremarkable. Since CT, had area around umbilicus near urostomy bag tender to touch, feels tight. Pain worse when clothing against area. Good appetite, regular bowel movements. Denies bulging. Abdominal exam: tender to palpation near urostomy bag, near umbilicus. Area tight, sore, 3 cm diameter. Assessment: abdominal pain. Plan: abdomen CT. Periumbilical pain, new since recent CT. Recent history abscess, exam shows area hardening, tenderness, follow up urologist, surgeon. (B)(6)14: (B)(6). Office notes. Follow up, doing okay. Developed erythema, nodule on abdomen consistent with most likely superficial cellulitis. On antibiotics, scheduled to see dr. Chung this week. Exam: abdomen soft. Fullness near scar. Impression: doing well, skin without recurrent disease. Abdominal pain. Problem list: hiatal hernia, inguinal hernia. Plan: CT scan. (B)(6)14: [facility ni]. (B)(6). Abdomen/pelvis without contrast. History: status post cholecystectomy with ileal conduit and laparoscopic cholecystectomy. Low abdominal pain and swelling. Findings: few small air bubbles in anterior pelvic wall below the umbilicus, no ventral hernia, no drainable abscess collections seen. Small hiatal hernia. Bowel is unobstructed. Moderate amount of stool in the colon. Surgical clips present along the pelvic sidewall. No adenopathy or ascites. Impression: post surgical changes from cystectomy with right lower quadrant ileal conduit. Moderate dilation right ureter. Few small subcutaneous air bubble in anterior midline pelvic wall, probably postsurgical in nature. No ventral hernia or drainable abscess collection. (B)(6)15: (B)(6). Office notes. Tender lump on abdomen. 1-month history abdominal pain and abdominal mass. Pain occurs constantly, located in periumbilical region. Mild in severity, sharp quality. Mass moderate in size, located in periumbilical region. Condition aggravated by pushing on swelling. ¿lump¿ to right of urostomy bag, tender, swelling. When pushes on lump, is tender and causes ¿gurgling¿. Saw surgeon last month not for swelling but for red, tender spot to left of urostomy bag. CT and u/s [ultrasound] were negative, patient tried aspirating the swelling, only drew out air. On antibiotics for some time. Denies changes in bowel movements. Abdominal examination: 2-inch tender, lightly hardened circular swelling to right of urostomy bag, no redness/warmth noted. Plan: abdominal x-ray to evaluate for gas, stool. (B)(6)15: (B)(6). Radiology ¿ abdomen flat and upright. History: abdominal pain, right lower quadrant. Comparison: CT abdomen/pelvis (B)(6)14. Impression: nonobstructive nonspecific bowel gas pattern with moderate stool. No evidence of free air. (B)(6)15: (B)(6)¿ CT abdomen/pelvis without contrast; CT chest without IV contrast. Indication: bladder cancer. Comparison: prior CT scan of chest, abdomen, pelvis (B)(6)14. Findings: no bowel obstruction. Impression: new opacity in superior segment of right upper lobe measures up to 18 mm, may represent small area of pneumonia. Malignant process not excluded, followup recommended. (B)(6)15: (B)(6). Office notes. Follow up. Continues swelling/pain near ostomy bag. Does not ¿gas sounds¿ from area, reports bulge very tender, worse when stands up. Admits abdominal pain. Exam: abdominal bulge (soft, tender) above and lateral to urostomy bac, no redness/warmth note. Plan: bulge near urostomy bag, possibly hernia. Avoid heavy lifting/excessive activity. (B)(6)15: (B)(6). (B)(6)15: [missing records: records for ¿CT abdomen/pelvis¿ were not provided.] (B)(6)15: (B)(6). (B)(6)15: (B)(6). Anesthesia summary. Asa: 2. (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). Discharge instructions. Activities: avoid heavy lifting or exercise till pain free. (B)(6)15: (B)(6). Office notes. Follow up status post parastomal hernia repair. Asymptomatic. Pain right lower back, improving. Exam: abdomen nontender, normal bowel sounds, no masses, no hernias. Plan: healing well, continues mild right lower back pain, recommend warm compresses, tylenol, call if symptoms persist/worsen. (B)(6)15: (B)(6). Radiology ¿ CT abdomen/pelvis/chest without contrast. History: bladder cancer follow up, poor renal function. Comparison: (B)(6)15. Findings: small hiatal hernia. Pelvis: postoperative changes right lower quadrant, ileal conduit. Abnormal soft tissue or loculated fluid collection in presacral region, new from prior study. Measures 6.0 x 3.2 cm. Impression: increase size retroperitoneal lymphadenopathy, worrisome for metastatic disease. New abnormal soft tissue density or fluid collection in presacral region worrisome for malignancy/metastatic disease. (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). Radiology pre procedure note. Asa grade: 2. (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). Radiology ¿ whole body fdg pet-CT. History: bladder malignancy, restaging. Comparison to CT (B)(6)15. Impression: large hypermetabolic presacral mass worrisome for malignancy with metastatic soft tissue implants within the peritoneal tissues by ileal conduit. Additional retroperitoneal lymphadenopathy also worrisome for metastatic disease. (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). History and physical. Abdominal discomfort, generalized weakness. Increasing lethargy since friday, decreased by mouth intake. More constipated getting dulcolax, miralax and senokot around clock, fleets enema earlier today, digital manipulation by nurse at home, good bowel movement times 2 today. Vomiting episode since yesterday, twice. Low grade temperature 99.5, feeling more weak, brought to ER. White count elevated to 12.3, right nephrostomy tube site positive for urinary tract infection, admit for dehydration, given fluids and for uti [urinary tract infection]. Daughter-in-law reports right sided nephrostomy tube leaking around site, changing dressing every 2-3 hours. After having bowel movement today, her abdominal pain improved, going back to baseline abdominal discomfort having since july. Exam: abdomen soft, tender to palpation diffusely. Assessment/plan: urinary tract infection, dehydration, generalized weakness. (B)(6)15: (B)(6). Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal pain. History: evaluate nephrostomy tubes. Comparison: CT (B)(6)15. Findings: moderate hiatal hernia. Right lower quadrant ostomy is redemonstrated. Along medial aspect of ostomy and underlying right anterior abdominal wall musculature, a new mesh in place with underlying air fluid level that measures 2.5 x 5 cm. Anastomotic suture line involving underlying bowel at this level with mild fecalization of bowel. Mild to moderately dilated small bowel loops seen especially in left abdomen without clear transition point. Less overall retained fecal material throughout bowel. In presacral region extending left of midline soft tissue density opacification present that is not clearly bowel in area 4 x 5 cm that is worrisome for confluent adenopathy or recurrent tumor. Impression: interval postsurgical changes above. Well positioned percutaneous nephrostomy tubes in place, worsened bilateral hydronephrosis and hydroureter. Partial small bowel obstruction incompletely delineated without benefit of oral contrast. (B)(6)15: (B)(6). Discharge summary. Discharge diagnoses: hydronephrosis, urinary tract infection, chronic anemia, generalized weakness, dehydration, history bladder cancer, metastatic. Hospital course: blockage of drainage from urostomy tubes, question of infection, improved after readjustment of tubes. Improvement of symptoms, pain, able to discharge within two days. Continued antibiotics, although urine cultures came back no growth, blood cultures no growth. Follow up urology, nephrology, primary care physician, oncology. (B)(6)15: (B)(6). Office notes. Follow up hospital stay for dehydration. Persistent abdominal pain in hospital, CT abdomen/pelvis- worsening b/l hydronephrosis and hydroureter, partial small bowel obstruction. At discharge prescribed oxycodone, stool softener, miralax, levaquin. Had partial small bowel obstruction since discharge, getting miralax, colace daily. Had one enema, reports persistent pain in pelvic/abdominal regions. Tender to touch even to surface of abdomen. Since discharge patient has not been ambulating much, has 1-2 bowel movements daily. Exam: abdomen tender to touch, no hernias. Assessment: abdominal pain, urinary tract infection. Plan: abdominal discomfort: likely multifactorial (mesh from hernia repairs, dips from surgeries, nerve damage from previous surgeries, constipation?), abdominal x-ray ordered given history small bowel obstruction, continue miralax, stool softeners, encourage ambulate, increase by mouth intake. Urinary tract infection: status post septic shock from klebsiella in blood and urine from recent hospitalization, discontinued levaquin. (B)(6)15: (B)(6). Radiology ¿ abdomen flat and upright. History: malignant neoplasm of bladder. Comparison: CT abdomen/pelvis (B)(6)15. Findings: nonspecific nonobstructive bowel gas pattern. Blunting of left costophrenic angle. May represent small effusion visualized osseous structures stable. Impression: postsurgical changes, bilateral nephrostomy tubes in place. Nonobstructive nonspecific bowel gas pattern, no pneumoperitoneum. (B)(6)15: [facility ni]. (B)(6). Radiology-ultrasound renal complete. History: bladder cancer, post cystectomy, with bilateral ureteral obstruction and lower midline abdominal pain. Findings: right kidney measures 10.2 cm in length and left measures 9.1 cm. Both moderately dilated without significant change from the previous examination. No renal masses or stones. There is fluid and gas in the anterior abdominal wall. The area is very tender. Fluid extends anterior to the mesh which is right of midline. There is a hypoechoic abdominal wall mass measuring approximately 6.2 cm long by 2.3 cm ap diameter by 5.5 cm transverse diameter. This contains complex fluid. The findings are consistent with abscess. Impression: persistent bilateral moderately severe hydronephrosis. Abdominal wall fluid and gas consistent with infection. (B)(6)15: (B)(6). (B)(6)15: (B)(6). Wbc 12.66 h (3.5-10.8). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). Lab. Wbc 10.41 (3.5-10.8). (B)(6)15: (B)(6). Wbc 12.53 h (3.5-10.8). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). Brief ir procedure note. Asa 3 severe systemic disease, not incapacitating. (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). Brief ir h&p. Asa 3, systemic disease, not incapacitating. (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). Brief vir h&p. Asa 3, systemic disease, not incapacitating. (B)(6)15: (B)(6). (B)(6)15: (B)(6). History and physical. Abdominal pain. History: recently had abscess left lower quadrant. Found fistula to colon, drained, currently has drain in place. Presents with new induration left lower quadrant, left groin area, suspicious of abscess, with possible fistula. Abscess in left lower quadrant was positive for seemingly pansensitive klebsiella, discharged home with augmentin. Currently in ER seen by interventional radiology, recommended CT of abdomen/pelvis. Currently, sitting upright on stretcher, appears uncomfortable from abdominal pain. Daughter-in-law states this morning, called primary care physician, told to give dose of levaquin to cover possibly microbial infections, while making plans to go to ER. Past medical history: left lower quadrant drain placed for abscess, now with fistula to colon. Peristomal hernia repair (B)(6)2015. Exam: weak, fatigued, uncomfortable due to pain in abdomen. Positive bowel sounds, tenderness diffusely, left lower quadrant drain, area of induration, slightly bigger than quarter on right lower quadrant/groin area, suspicious of underlying abscess. Admitted to medical surgical unit. Diagnoses: suspected groin abscess, existing left lower quadrant abscess with drain, fistula at that site, urinary tract infection, abdominal pain. Plan: CT abdomen/pelvis with contrast, continue antibiotics, pain management. (B)(6)15: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: right lower quadrant pain, history bladder cancer, right groin abscess. Findings: percutaneous catheter anterior abdomen, new since prior exam with collection located below mesh now resolved. Soft tissue presacral mass density, measures 5.2 x 8.0 cm in ap and transverse dimension without interval change. Soft tissue prominence interspersed with bowel loops in anterior abdomen unchanged. Rectal thickening present. Impression: retroperitoneal adenopathy and soft tissue masses in presacral region and anterior abdomen stable. Fluid collection below mesh in lower right abdomen, resolved with percutaneous drainage catheter present. Circumferential thickening of distal bowel loops including rectum. (B)(6)15: (B)(6). Microbiology. Source: urine, clean catch. Urine culture: organism 1 candida lusitaniae. (B)(6)15: (B)(6). Microbiology. Source: abdomen, wound. Gram stain: many white blood cells, moderate amount gram positive bacilli, few gram-positive cocci. (B)(6)15: (B)(6). Microbiology. Source: abdomen. Wound culture: organism 1 streptococcus anginosus, moderate amount. (B)(6)15: (B)(6). Microbiology. Source: drainage. Anaerobic culture: beta lactamase positive. Organism 1: fusobacterium varium, small amount. (B)(6)15: (B)(6). Discharge summary. Admit date: 10/05/15. Discharge diagnoses: intra-abdominal abscess, stage 4 bladder cancer, severe protein malnutrition, subcutaneous abdominal abscess, status post incision and drainage. Hospital course: dealing with stage 4 bladder cancer for last year. Had bilateral nephrostomy tubes for several months, interventional radiology drain placed for intra-abdominal abscess. Came in because worsening discomfort and new induration in right lower quadrant area suspicious for abscess and possible fistula. Cat scan reviewed. Dr. (B)(6) felt likely there was no specific fistula, did recognize two superficial abscesses. General surgery consulted. Dr. (B)(6) did incision and drainage at two different sites, removing pus which relieved much distress over pain in area. Cultures sent, still pending. Pertinent imaging: abdominal/pelvic CT showed bilateral percutaneous nephrostomy tubes with stable hydronephrosis, significant retroperitoneal adenopathy and soft tissue masses in presacral region, anterior abdomen, fluid collection in both the mesh and right lower abdomen has resolved with percutaneous drainage catheter present currently. Significant circumferential thickening of distal bowel loops including the rectum. Hospital course unremarkable, discomfort somewhat relieved with incision and drainage. Follow up dr. (B)(6) and interventional radiology group. (B)(6)15: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. Indication: history abdominal abscess, peritoneal masses fever sepsis. Comparison: (B)(6)15. Findings: right lower quadrant ostomy, dilated fluid-filled loops small bowel with air-fluid levels. Disc small bowel loops normal caliber. Percutaneous drain in anterior pelvis. Cluster of matted small bowel loops adjacent to catheter. Impression: multiple distended loops of small bowel air-fluid levels suggesting partial small bowel obstruction. Prominent thickening of rectal wall, no change, suggests proctitis, rectal mass not excluded. (B)(6)15: (B)(6). Wbc 18.11 h (3.5-10.8). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). Microbiology. Source: urine, clean catch. Urine culture: organism 1 candida lusitaniae. (B)(6)15: (B)(6). Lab. Wbc 12.42 h (3.5-10.8). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). (B)(6)15: (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: [facility ni]. Teruaki kodama, md. Office notes. Return to office with tender area in mid lower incision. No gastrointestinal/genitourinary symptoms. Under local superficially incision/drainage. Air evacuated, no pus/fluid. Will check CT. (B)(6) 2015: [facility ni]. Teruaki kodama, md. Office notes. Return to office with parastomal bulge/occasional discomfort. Denies any obstruction of gi or gu. Plan for open repair with mesh (? Preperitoneal mesh). (B)(6) 2015: [facility ni]. Teruaki kodama, md. Office notes. Return to office with: upper quadrant/flank pain. Pelvic discomfort/pressure up on [illegible]. Discussed with dr. Spira, re; probable recurrence (metastasis). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. Added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
Due to character/space constraints within the investigation summary field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code(s) (1690; 1862; 1930, 2067; 3191: other used for "¿suffered injuries and damages, including, but not limited to: past physical and mental pain and suffering; physical disability, and past medical, hospital, rehabilitative, and pharmaceutical expenses, death, and other related damages"; and "¿has sustained and will continue to sustain severe and debilitating injuries, economic loss, and other damages, including, but not limited to, cost of medical care, rehabilitation, lost income, permanent instability and loss of balance, immobility, and pain and suffering¿";.) Was/were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: gore® dualmesh® plus biomaterial. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12767118. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result 2 code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on 09/05/2015: progress notes. Abdominal wall abscess with suspected mesh involvement. Abscess and drainage around mesh. Culture growing moderate gram-positive cocci that needs further incubation. On 09/06/2015: progress notes. The discharge depends on the output of the access if it slows down to a reasonable quantity, the drain may be pulled out. However, there is a strong suspicion that with the possible involvement of the mesh, surgical excision may be necessary. On (B)(6) 2015: lab. Culture + gram stain, aerobic, wound. [Missing page.] Results: very light growth of mixed cutaneous flora. Light growth of enterococcus faecalis, candida species, gram-positive rod resembling lactobacillus species. Source: wound. On (B)(6) 2015: progress notes. Plan: severe sepsis/positive blood cultures. She has multiple possible sources of infection including her abdominal abscesses and fistulas, central IV access, current diarrhea, and possible uti. One blood culture from admission is growing bacillus species and another is growing enterococcus. Overall highly suspect a gi source of infection related to her abscess and fistulas. On (B)(6) 2015: radiology - abdominal abscess tube check and upsizing. Findings: since the previous exam dated 10/15/2015, pericatheter leakage of what appears to be liquid stool has begun. Contrast injection reconfirms the 2 enterocutaneous fistulas, emanating from the central abscess cavity. The quantity of contrast in the enterocutaneous fistulae appears somewhat less. However, there is persistent abscess in the central cavity. Given the pericatheter leak, it was elected to upsize the tube and effort to improve the external drainage and resolve the pericatheter leak. The 12 french drain was then exchanged for a new 14 french locking pigtail catheter. The central cavity was lavaged with sterile saline and the catheter secured to the skin. Impression: persistent abscess in pelvis associated with 2 enterocutaneous fistulae. Active leaking of wat appears to be liquid stool around the indwelling pelvic abscess drain. Indwelling 12 french drain upsized to 14 french with resolution of pericatheter leak. External drainage of what appears to be liquid stool reestablished. On 10/26/2015: consultation. Impression: severe sepsis from intraabdominal abscess. The control of sepsis will require surgical resection and drainage of this abscess, but the patient¿s long history of cancer and debilitated state and multiple infections, she is not a candidate for surgery and this has been communicated by her surgeon, dr. Khandhar. The patient is aware of this and is considering comfort care as the goal of care at this point. I explained to patient that IV antibiotics will continue, but again surgical drainage is the only curative means for this infection, which is to be a temporary cure. On 11/04/2015: certificate of death. Date of death: (B)(6) 2015. Immediate cause of death: malignant neoplasm of bladder. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the IFU warns that ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
E1: corrected initial reporter address.

Manufacturer narrative:
B7: added medical history. D4: corrected lot #, added expiration date, di #. H4: added device manufacture date. H6: updated method/results codes, conclusions remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014, including records for previous surgical procedures, were not provided. (B)(6) 2014: history and physical. Fever and chills. Assessment: complicated uti in the setting of febrile neutropenia. Right nephrostomy/bladder cancer on neoadjuvant chemotherapy. Neutropenia, likely drug induced from the chemotherapy. Right nephrostomy tube from bladder cancer, originally placed (B)(6) 2014, replaced on (B)(6) 2014. Pmh: bladder cancer, diagnosed in (B)(6) 2014, s/p right nephrostomy.¿ (B)(6) 2014: office notes. Hpi: preoperative checkup. Awaiting bladder surgery. Pmh: inguinal hernia, (B)(6) 2013; long term use of anticoagulants. Plan: with minor clinical indicators and good functional capacity awaiting intermediate risk surgical procedure, medically stable to proceed to or w/o further noninvasive testing.¿ (b)(60 2014: operative report. ¿pre/postop diagnosis: right inguinal hernia. Procedure: right inguinal herniorrhaphy with mesh.¿ operative findings: ¿reducible indirect right inguinal hernia.¿ implants: medium ventralex mesh within peritoneal space. 7.5 x 15 cm marlex mesh as an overlay along inguinal floor. Complications: none.¿ description of procedure: ¿this was called as an intraoperative consult by urology for a known right inguinal hernia. The right inguinal hernia was easily felt through the midline laparotomy incision lateral to the inferior epigastric vessels and contained preperitoneal fat. We began our procedure locating the anterior superior iliac spine. We then located our planned incision site, which was located over the external inguinal ring and extending medially for approximately 4 to 5 cm using langen¿s lines. We then used electrocautery to carry the incision down through subcutaneous tissue and scarpa¿s fascia to reached [sic] the aponeurosis of the external oblique. Upon clearing the aponeurosis of surrounding tissues, we then made an incision in the aponeurosis along the direction of its fibers with a scalpel and then used a metzenbaum scissors to carry the incision medially to the external ring and laterally as well, exposing the contents of the inguinal canal. The round ligament of the uterus was ligated and divided with an 0 silk suture. We inspected the floor of the inguinal canal and there was no defect that could be found. There was a hernia sac entering the inguinal canal through the internal ring and this was dissected free of the surrounding structures all the way down to the preperitoneal space of the internal ring and then reduced into the abdominal cavity. The lipoma of the cord was also located and upon clearing surrounding tissues was able to be reduced into the abdominal cavity. At this point, we asked for a medium ventralex mesh. The mesh was soaked in saline and inserted into the preperitoneal space. We ensured that it was splayed appropriately in the preperitoneal space. The superior leaflet was then sutured to the conjoint tendon and the inferior leaflet was sutures [sic] to the inguinal ligament with 0 prolene. We then asked for a 7.5 x 15 cm piece of marlex mesh and cut this to the appropriate size. We placed a stitch of 0 prolene medially to anchor the mesh to the public tubercle. We also placed tacking sutures inferiorly to anchor the mesh to the shelving edge of the inguinal ligament and superiorly to anchor it to the conjoint tendon. We ensured that the mesh lay flat laterally underneath the external oblique musculature. A this point we irrigated the wound and reapproximated the aponeurosis of the external oblique with a running 2-0 vicryl stitch, we then examined the repair from within the abdominal cavity and noticed the ventralex mesh was visible through a defect in the peritoneum. This was repaired with 3-0 vicryl interrupted sutures. Scarpa¿s fascia was then reapproximated with interrupted sutures of 3-0 vicryl. The skin was then closed with staples. The wound was cleaned and dried and dressed with sterile gauze and tegaderm along with the midline laparotomy wound. Urology will dictate there [sic] portion of the procedure separately.¿ (B)(6) 2014: implant information. Mesh marlex 3 x 6 in nltx. Manufacturer: bard davol. Model/cat number: 0112680. Lot number: huxh0146 x1. Patch ventralex med 6.4 cm. Manufacturer: bard davol. Model/cat number: 0010302. Lot number: huxl0395 x1. Stent sngl j 7f 90 cm. Manufacturer: gyrus medical-acmi. Model/cat number: 5230600. Lot number: mgbd300.¿ (B)(6) 2014: surgical pathology report. Accession #: fx-14-12433. Specimens received: hernia sac, inguinal, right. Uterus, bilateral tubes and ovaries, bladder. Lymph node(s) pelvic resection, right package. Lymph node(s) pelvic resection, left package. Ureter, resection, right distal margin, efs. Ureter, resection, left distal margin, ffs. Diagnosis: right inguinal hernia, repair: benign fibroadipose tissue. Uterus, bilateral fallopian tubes and ovaries and bladder. Cysto-hysterectomy with intraoperative consultation: high grade urothelial carcinoma, 0.6 cm in greatest dimension, with invasion into, but not through, the muscularis propria, margins free of carcinoma. Uterus, cervix: chronic cervicitis with squamous metaplasia. Uterus, endometrium: endometrial polyp.¿ (B)(6) 2014: progress notes. ¿subjective: still having abdominal pain. Exam: abdomen: diffusely tender. Extremities: mild edema. Assessment/plan: abdominal pain ¿ secondary to cholecystitis. Dr. Kodama has deferred urgent surgery for now. Plan for ir to place drain and then have elective surgery in the future. Severe malnutrition: ensure supplementation.¿ (B)(6) 2014: brief pre procedure h&p. Procedure: CT guided cholecystostomy tube placement. Indication: cholecystitis. Asa 3 systemic disease, not incapacitating. Planned sedation: moderate.¿ (B)(6) 2014: discharge summary. ¿discharge dx: s/p robot-assisted laparoscopic radical cystectomy/hysterectomy with bso, bplnd and ileal loop urinary diversion. Cholecystitis with cholelithiasis. Cholecystostomy tube insertion. Hpi: presents with muscle invasive bladder cancer and right hydronephrosis with pcnt placed, s/p neoadjuvant chemotherapy and hx of dvt with placement of ivc filter currently admitted for robot-assisted laparoscopic radical cystectomy, hysterectomy with bso, bplnd and ileal loop urinary diversion and subsequent right inguinal hernia repair. Hospital course: intraoperatively there was mild blood loss with excellent hemostasis. Did well initially post-op with minimal abdominal pain and initial aki thought to be secondary to atn from blood loss intraoperatively. Transfused 1 unit prbc¿s. Ruq pain persisted. Ruq ultrasound was obtained and was found to have a dilated gallbladder most consistent with cholecystitis. General surgery, dr. Kodama recommendation for cholecystostomy tube placement versus acute surgical intervention. Tolerated the drain placement well. Pain persisted and 2 days prior to discharge, ordered CT a/p given decreasing h/h and abdominal pain. Was negative for any acute bleeding. There was a small pelvic collection thought to be most likely lymphocele drainage. Discharge on pod#11.¿ (B)(6) 2014: brief ir history and physical. ¿cholecystostomy tube cracked and is leaking. Exam: unremarkable except ttp to ruq, 10 french cholecystostomy tube to external drainage with biliary drainage, leaking at cracked area.¿ (B)(6) 2014: CT abdomen pelvis w/o contrast. ¿indication: right lower quadrant pain. Impression: new onset ascites. New ileal conduit, though there is hydronephrosis in both kidneys, new since the prior exam. Additional drainage catheter either within the gallbladder or within the surgical end of the gallbladder. Cluster of high attenuation in the right groin. Given the lack of contrast, it is difficult to tell if this represents bowel herniation, post surgical changes, or hematoma. Focal fluid collection in the upper pelvis. Differential includes loculated fluid versus abscess.¿ (B)(6) 2014: consultation. ¿admitted with abdominal pain, poor appetite and one episode of hematemesis and has been tachycardic and labs are significant for leukocytosis and arf. CT showed new retroperitoneal fluid collection which could represent biloma, and there was a concern about dispositioned cholecystostomy tube and it was replaced today and there was no evidence of extravasation. Plan: sirs. Exact source not clear. Most probably intraabdominal source. Hasn¿t been febrile but has been tachycardic and labs are significant for leukocytosis. Possible biloma on CT and tender abdomen. Surgery on board. Leg swelling. Worse in the left side. Gi consult. Sacral ulcer. It is hard to move in bed due to pain. Will need wound consult.¿ (B)(6) 2014: procedure report. ¿procedure: esophagogastroduodenoscopy. Indication: recent hematemesis. Impression: regular z-line visualized. Hiatus hernia was found in the ge junction. Gastritis found in the antrum, multiple biopsy taken. Normal duodenum.¿ (B)(6) 2014: final surgical pathology report. Accession #: (B)(4). Specimen: gastric antrum biopsy. Diagnosis: stomach, antrum biopsy: reactive gastropathy; helicobacter pylori immunohistochemical stain negative. Pre-operative diagnosis: anemia. Post-operative diagnosis: hiatal hernia; gastric erosions. Gross description: the specimen is received in formalin labeled with the patient¿s name henry, marilyn and ¿gastric antrum¿ and consists of two irregular pink-tan soft tissue fragments, each measuring 0.2 cm. The entire specimen is submitted in one cassette.¿ (B)(6) 2014: procedure report. Procedure: CT-guided drainage of abdominal fluid collection. ¿procedure: contrast was injected, cloudy complex fluid drained, approximately 10cc initially. Impression: successful CT-guided left peritoneal drain placement.¿ (B)(6) 2014: brief ir h&p. ¿procedure: abscess drain check/change. Hpi: h/o bladder ca, s/p radical cystectomy, bilateral salpingo-oophorectomy, lymph node dissection, ileal loop urinary diversion. S/p chole tube 07/16, last checked 07/24, 250cc last day. S/p left abdominal abscess drain 07/29, output, 5cc last day although now purulent in tubing. Exam: unremarkable except abdomen: tenderness. Asa 3 systemic disease, not incapacitating.¿ (B)(6) 2014: discharge summary. ¿hospital course: admitted for leukocytosis, renal insufficiency and dehydration with hydronephrosis, in setting of bladder cancer s/p cystectomy with ileostomy. On xarelto for dvt ivc filter, had heparin gtt, found to have erosive gastritis with h/h drop, required transfusion. Diagnosed with sirs, had recent cholecystostomy tube placed (B)(6) 2014 found to have biliary leakage, underwent cracked tube repair, serial abdominal scans showed right retroperitoneal abscess for which drain placed, recent upsize of drain (B)(6) 2014. Severe malnutrition requiring tpn, eventually able to maintain oral diet with nutritional supplements. Sacral wound managed with supplements, wound care and specialty mattress. Disposition: snf.¿ (B)(6) 2014: operative report. ¿pre/postop diagnoses: chronic cholecystitis and history of acute cholecystitis requiring percutaneous cholecystostomy tube placement. Status post cystectomy for bladder cancer. Procedure: laparoscopic extensive lysis of adhesions. Laparoscopic cholecystectomy.¿ indications: ¿underwent a cystectomy for bladder cancer, developed an acute cholecystitis related to the cholelithiasis during the hospitalization for the cystectomy. With anticoagulation issues. The patient underwent percutaneous drainage of the gallbladder. The elective cholecystectomy as a definitive treatment and also to remove the cholecystostomy tube was discussed with the patient, and the patient gave consent to proceed.¿ description of procedure: ¿because of the previous abdominal surgeries, the abdominal cavity was accessed through the subxiphoid incision. Using hasson technique, abdominal cavity was accessed and the pneumoperitoneum was reestablished. Initial inspection revealed extensive adhesion of a loop of bowels and the colon through the anterior abdominal wall. Using the scope, blunt dissection was carried out to create a small space in the right upper quadrant of the abdomen. Under direct visualization, 5 mm trocars were placed in the midclavicular line. Further dissection to clear the anterior abdominal wall was done and to allow placement of a 5 mm trocar in the anterior axillary line and just below the umbilicus in the midline. By rotating the scope and instruments, the right upper quadrant was cleared of adhesions. There was no visceral injury observed during this process. Cholecystostomy tube was then amputated at the inside upper lobe of the liver. Then fundus was grasped and reflected toward the right hemidiaphragm and further adhesiolysis of the contracted gallbladder was done to identify the infundibulum. This was retracted laterally and circumferential dissection around the neck of the gallbladder revealing a normal size cystic duct anteriorly and cystic artery and its posterior branch posteriorly. These structures were confirmed by both anterior and posterior visualizations before they were divided between hemoclips. The intrahepatic gallbladder was then removed from the gallbladder fossa using electrocautery for hemostasis. The removed specimen was placed in the specimen bag and retrieved from the abdominal cavity and sent to pathology. Pneumoperitoneum was reestablished and further hemostasis was obtained from the gallbladder bed as well as from adhesiolysis. Again, the viscera was carefully examined and found to have no visceral injuries. Pneumoperitoneum was released and the linea alba in the subxiphoid incision was closed with 0 vicryl suture in a figure-of-eight fashion. All trocar sites were infiltrated with local anesthetic and closed with absorbable suture in subcuticular fashion.¿ (B)(6) 2015: office notes. ¿hpi: awaiting parastomal repair (B)(6) 2015 with dr. Kodama. Will also have urologist dr. Ching in the or given h/o urostomy. Meds: xarelto. Plan: minor clinical indicators and good functional capacity awaiting low/intermediate risk surgical procedure. Medically stable to proceed to or.¿ (B)(6) 2015: history and physical. ¿hpi: progressively enlarging parastomal bulge and occasional discomfort. Exam: unremarkable except abdominal: hernia is present. Hernia confirmed positive in the ventral area. Assessment: parastomal hernia around ileal conduit. Plan: laparoscopic repair if parastomal hernia.¿ (b15: operative report. ¿pre/postop diagnoses: 1) parastomal hernia of ileal conduit. 2) status post radical cystectomy with ileal conduit creation. Procedure: laparoscopic lysis of adhesions and repair of parastomal hernia with a 15 x 19 gore-tex dual mesh.¿ indication: ¿previously underwent radical cystectomy and ileal conduit, who developed a progressively enlarging and symptomatic parastomal hernia at the right lower quadrant stoma site. Elective repair of the fascial defect was recommended and discussed, and informed consent was obtained prior to procedure.¿ description of procedure: ¿after use of local anesthetic, a vertical incision in the subxiphoid area was made and, through linea alba using hasson technique, abdominal cavity was accessed, and a pneumoperitoneum was established. Initially, visualization revealing multiple adhesions of the small bowel to the anterior abdominal wall as well as omentum and the right colon. Two 5 mm trocars were placed in the left side of the abdomen under direct visualization. Then, adhesiolysis of the small bowel, omentum and the right colon was done from the anterior abdominal wall with sharp dissection. There was no visceral injury identified during this process. Then, attention was turned to the right lower quadrant where a large parastomal defect measuring approximately 5 cm around the conduit was noted. The herniated conduit portion was reduced. Care was taken not to injure the mesentery attached to the conduit. Then, a 15 x 19 cm gore-tex mesh was trimmed to cover the defect with enough overlaps at least 3 to 4 cm beyond the fascial defect in all directions. Then, 2-0 ethibond suture was placed in the 4 corner of the mesh, and then mesh was introduced into the abdominal cavity. Then, using a suture passer, the transfascial suspension of the mesh was done using previously-placed 2-0 ethibond sutures and, after the mesh was suspended against the abdominal wall, the periphery of the mesh was tacked with an absorbable tacker. The conduit was brought out lateral to the mesh. Adequate hemostasis was achieved, and pneumoperitoneum was released, and transfascial sutures were tied in the subcutaneous layer. The linea alba was closed with a 0 vicryl suture in figure-of-eight fashion, and the trocar sites were infiltrated with local anesthetic and closed with absorbable suture in subcuticular fashion.¿ (B)(6) 2015: implant information. Mesh dual plus 15 x 19 cm 1 mm. Manufacturer: w.l. Gore. Model/cat number: 1dlmcp04. Lot number: 12767118. [Mhenry-5ppr-kak-02445] the records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ 12767118) was implanted during the procedure. (B)(6) 2015: discharge summary. ¿discharge diagnosis: parastomal hernia around the ileal conduit. S/p radical cystectomy with ileal conduit for bladder cancer. Hpi: with progressing enlarging and more symptomatic parastomal hernia at the right lower quadrant around the ileal conduit. The elective repair of a parastomal hernia was discussed with the patient. Hospital course: underwent laparoscopic lysis of adhesion and repair of parastomal hernia, which she tolerated well. Postoperative course essentially unremarkable and oral intake was resumed and advanced as tolerated.¿ (B)(6) 2015: emergency room visit. ¿hpi: c/o suprapubic pain x few weeks. Assoc fatigue, chills, ongoing r back pain, decreased appetite/po intake. CT abd/pelv completed 4 days ago show ~6 cm x 3.5 cm suprapubic mass vs. Abscess. Exam: unremarkable except; abdomen: ileostomy, rlq and suprapubic tenderness. Impression: partial small bowel obstruction. Plan: admit.¿ (B)(6) 2015: CT abdomen pelvis w po contrast. ¿indication: abdominal pain; possible pelvic abscess. Impression: soft tissue density in the right lower quadrant narrowing distal small bowel causing a distal partial bowel obstruction. Small bowel proximal to this narrowing dilated. Tumor surrounding small bowel needs to be excluded as cause of the narrowing. No inflammatory reaction is I the differential. Suture material is seen at the origin of the narrowing. Bilateral hydronephrosis. Small hiatal hernia.¿ (B)(6) 2015: procedure report. ¿pre/post procedure diagnosis: metastatic disease. Procedure: CT guided biopsy right abdominal mass. Indication: abdominal mass. Impression: successful CT guided biopsy of right abdominal mass without immediate complications.¿ (B)(6) 2015: surgical pathology report. ¿final fine needle core biopsy report. Accession #: (B)(6). Specimen: soft tissue, right abdominal mass. Diagnosis: right abdominal mass, fine needle aspiration biopsy: metastatic carcinoma, see comments. Comment: the immunophenotype is not typical of urothelial carcinoma. Other differential to be considered is a metastatic breast carcinoma. Clinical information: high grade transition cell carcinoma of bladder, status post radical cystectomy, july 7; prior chemo; now presacral soft tissue mass and partial bowel obstruction; acute kidney injury; history dvt. Blocks: 3. Gross description: four h&e stained tissue section slides and two smears are received.¿ (B)(6) 2015: discharge summary. ¿hospital course: over the past few weeks was noted to have progressive abdominal pain. A few days prior to admission a CT scan of the abdomen showed possible presacral/right lower quadrant soft tissue mass. Was admitted with worsening abdominal pain. CT of a/p on admission showed a soft tissue density in the right lower quadrant narrowing distal small bowel causing a distal partial small bowel obstruction. Was admitted for treatment of partial small bowel obstruction and new mass concerning for metastatic disease. Taken for CT biopsy of right abdominal mass on (B)(6) 2015. Over the course of hospitalization improved clinically. Biopsy results are still pending.¿ (B)(6) 2015: emergence room visit. Cc: fever. Hpi: fever (tmax: 102.5f) noted today / chills since last night. Referred to ed by onc. Family members also report some recent confusion. Was admitted here (B)(6) 2015 to (B)(6) 2015 for rlq mass causing partial distal sbo and for klebsiella uti-treated with IV meropenem and cipro, d/c on po cipro, which pt. Completed a couple of days ago. No recent change in chronic abd pain. Of note, has been taking tylenol every 6 hours for pain, which family think could have been masking fevers. Family also mentions reportedly no longer a candidate for chemo or radiation, but immunotherapy is being considered pending further testing. Exam: unremarkable except febrile nontoxic. Tachycardic; ostomy bag, +tender llq. Meds included: rivaroxaban (xarelto). Impression: fever, unspecified cause; sepsis, due to unspecified organism. Plan: admit.¿ (B)(6) 2015: CT abd/pelvis with contrast. ¿indication: bladder carcinoma. Impression: persistent abnormal soft tissue associated with a right lower quadrant ostomy, now with worsening bilateral hydronephrosis. No CT evidence for abscess in this region or elsewhere.¿ (B)(6) 2015: history and physical. ¿cc: fever. Hpi: ua is consistent with uti. Assessment: septic shock; metastatic bladder cancer; fevers; uti, recent klebsiella uti; hydronephrosis; h/o dvt, on xarelto; severe protein calorie malnutrition. Plan included: septic shock, likely d/t urosepsis. Continue empiric vanc and meropenem, and follow cultures.¿ (B)(6) 2015: brief ir h&p. ¿asa 4 severe systemic disease, disease is constant threat to life.¿ (B)(6) 2015: brief ir h&p. ¿procedure: neph tube check/change. Asa physical status: asa 3 systemic disease, not incapacitating.¿ (B)(6) 2015: discharge summary. ¿hospital course: multiple medical problems, fevers, chills and generalized weakness. Ua is consistent with uti, and blood and urine cx¿s were sent. Started on vanc and meropenem. CT abdomen showed persistent abnormal soft tissue associated with a right lower quadrant ostomy, now with worsening bilateral hydronephrosis, r>l, with no evidence for abscess. Had fever up to 103. Problem list: septic shock s/t uti/bacteremia ¿ resolved. Recurrent klebsiella uti and bacteremia ¿ on ceftazidime during hospitalization. Per ID, on discharge ca switch to cipro (9more days) and bactrim (3 more days) to finish the course. Hx dvt, previously on xarelto. D/t traumatic ir procedure this was placed on hold. Will discharge on lovenox. Bilateral hydronephrosis 2/2 ureter obstruction from abdominal metastatic mass, s/p bilateral perc neph tube placement 08/08/15. Was taken back to ir 08/14/15 for pcn check and change s/t poor output and leakage from cath site. Will be discharged with nephrostomy tubes.¿ (B)(6) 2015: missing records: records for the outpatient sonogram which revealed ¿an abd abscess above the mesh¿ were not provided. (B)(6) 2015: emergency room visit. ¿cc: abscess. Hpi: hx of bladder ca, s/p bladder resection (B)(6) 2014, with a neobladder and an external urostomy. Dx with sepsis 3 weeks ago, sepsis d/t kidney malfunction. Has b nephrostomy tubes since tumor was compressing on ureters causing urinary flow obstruction. Was d/c home last week, however had to be seen in ER because of leaking nephrostomy tubes, at that time was diagnosed with partial sbp, was also started on rocephin and levaquin for a uti. Both nephrostomy tubes were replaced last week. One nephrostomy tube was not draining well and was seen by dr. Chung (urologist). Has had a mass in lower abd for 2 months which has become progressively worsened in size. Had outpt sono done today which revealed an abd abscess above mesh (for hernia repair) in subcutaneous tissue. Was advised to come to ER. Impression: abd wall abscess.¿ (B)(6) 2015: lab. Wbc 12.66 h (3.5-10.8). (B)(6) 2015: CT abd/pelvis with contrast. ¿indication: abdominal wall abscess on ultrasound. Impression: right lower quadrant abscess around mesh. The abscess extends from the peritoneal cavity in to the midline incision of the lower abdominal wall. Extensive recurrent tumor in the pelvis involving the rectum, the ileal conduit and the serosa of ileal bowel loops. Retroperitoneal adenopathy. Bilateral dvt with an ivc filter in place.¿ (B)(6) 2015: history and physical. Cc: abdominal pain. Hpi: bladder cancer s/p chemotherapy and surgery, recurrence of cancer now but not a candidate for chemoradiation, experimental immune therapy being considered. Recently discharged from ifh (B)(6) 2015 after being treated for septic shock s/t klebsiella uti and b/l nephrostomy tubes placed by ir for hydronephrosis 2/2 ureteral obstruction from abdominal wall metastatic mass. Had mass in lower abd for 2 months which has progressively worsened in size and have become painful recently. Was seen by dr. Chung, and outpt abdominal sonogram done today which revealed an abd abscess and sent to ed. Assessment/plan: abdominal wall abscess ¿ with worsening abd pain for last 1-2 weeks. CT abdomen showing right lower quadrant abscess around mesh extending from the peritoneal cavity into the midline incision of the lower abdominal wall, extensive recurrent tumor in the pelvis.¿ (B)(6) 2015: consultation. ¿cc: abdominal wall abscess. Assessment: increasing abdominal pain, indurated tender area at llq, found to have abscess involving mesh, abdominal wall, as well as progressive tumor. Plan: should have drainage of abscess, preferably with removal of mesh, although this may be too invasive of an operation for her to tolerate, will defer to surgery/ir. Continue present antibiotic coverage for now, should cover klebsiella that grew in blood/urine a few weeks ago, as well as skin flora. Hpi: presents with increasing abdominal pain. Admitted x a few days at novant heathcote hospital, had leukocytosis, abd CT showed abdominal wall abscess, urine, blood cultures negative sent home on levofloxacin finished a few days ago. Sent to ed with increasing abdominal pain. Outpatient sono ordered by urology also showed abdominal wall abscess. CT done here 09/01/15 shows collection of air and fluid c/w abscess within peritoneal cavity around mesh medial to ileal conduit, tracking into abdominal wall incision, mesh enveloped by abscess, abscess measuring 2/5 x 10 cm, as well as tumor in bladder bed invading rectum, into l pelvic sidewall, presacral space, narrowing ileal conduit, bilateral hydronephrosis. Is afebrile, hemodynamically stable. Became constipated, now with loose stools after multiple laxatives. Exam: unremarkable except weak appearing in mild distress. Oral mucosa very dry, abdomen with area of induration/erythema/tenderness at llq, urostomy rlq, ble with 2+ edema.¿ (B)(6) 2015: brief ir h&p. ¿indication: abscess around lower midline mesh. Asa physical status: asa 3 severe systemic disease, not incapacitating.¿ continued on attachment. - attachment: [section h10.11 continuation.pdf]

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the IFU warns that ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore in a lawsuit complaint that a patient underwent hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial (¿cat no. 1dlmcp04, lot no. 1276718¿) was implanted. The lawsuit complaint states that ¿on or about (B)(6) 2015, [the patient] developed a right lower quadrant abscess around the dualmesh, which extended from the peritoneal cavity into the midline of the lower abdominal wall. On or about (B)(6) 2015, dr. (B)(6), md performed a CT guided lower abdominal wall abscess drainage¿¿ ¿approximately 70 cc of tan pus was removed during the (B)(6) 2015 procedure.¿ the lawsuit complaint states: ¿for approximately the next two months, [the patient] was treated for infection, abscess, abscess drainage, intestinal fistulas, and sever [sic] sepsis. [The patient] died on (B)(6) 2015 as a result of the implanted dualmesh¿s defective condition.¿ medical records from (B)(6) 2015 through (B)(6) 2015 were not provided. The lawsuit complaint alleges that the patient ¿¿suffered injuries and damages, including, but not limited to: past physical and mental pain and suffering; physical disability, and past medical, hospital, rehabilitative, and pharmaceutical expenses, death, and other related damages.¿ the lawsuit complaint further states that the patient ¿¿has sustained and will continue to sustain severe and debilitating injuries, economic loss, and other damages, including, but not limited to, cost of medical care, rehabilitation, lost income, permanent instability and loss of balance, immobility, and pain and suffering¿¿ additional event specific information, including medical records, will be requested.